Event description:
It was reported that the physician programmer ¿died during programming¿ after a refill. The physician¿s assistant (pa) read the pump after putting new batteries in the programmer and it was in stop mode. The pa reprogrammed it and updated it and sent the patient home. Three days later, the patient¿s husband brought the patient into the doctor¿s office because, the patient had fallen (has alzheimer's so otherwise unable to express feeling any symptoms). When the pa read the pump it was again in ¿stop mode.¿ the pa reprogrammed it and updated it and sent the patient home. The patient¿s status at the time of report was ¿alive-no injury.¿ (no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8840, serial# (B)(4); product type programmer, physician. (B)(4).